Manufacturer narrative:
(B)(4). The neurostimulator was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The patient chose not to recharge the implantable neurostimulator. The device became deeply discharged. It was replaced. The patient experienced no signs or symptoms associated with the event. The patient recovered without sequela after replacement.